Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the handle/paddle tray was broken. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Remote support from the customer care solution center was received, during which a quote was provided for the replacement of the paddle tray. A quote was provided and accepted by the customer to order the paddle tray. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the paddle tray. The reported problem was confirmed. The rse provided a quote to replace the paddle tray to resolve the issue. It has been concluded that no further action is required at this time. H3 other text : remote support from the customer care solution center was received.

Event description:
Philips received a complaint on the heartstart mrx indicating that the paddle tray is broken. There was no patient involvement.